Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of a hyperglycemia event on (B)(6) 2025 with blood glucose (bg) value of 200 mg/dl and sensor glucose (sg) value of 166 mg/dl. The patient complained of not receiving high glucose alerts. The patient self resolved the event by taking insulin.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on initial investigation analysis, the system was performing within expectations. Overall, the blood glucose (bg) inputs met sensor glucose (sg) trends well. The inaccuracy example shared by the customer showed lag, which is inherent to any cgm system. The sg value eventually caught up to the calibration entry in 3-4 readings. It was also observed that some calibrations were entered after gaps in the glucose data. The customer may experience less lag by allowing the system to display 1-2 sg readings after a gap before entering a calibration. Customer was advised to keep using the system, entering calibrations as requested. Two weeks' (B)(6) 2025) worth of data post-event was analyzed, and the system continued to show good sensor glucose/ blood glucose agreement. The customer did not express any further concerns. No further investigation was found necessary for this complaint. B4. Date of this report 16 june 2025. G3. Date received by the manufacturer? 16 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 22.